Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. It was reported that the patient was hospitalized for the event on the same day as the onset. At the time of this report, the patient outcome was not reported. Dianeal therapies were ongoing. No additional information could be provided as the reporter declined follow-up.

Manufacturer narrative:
Additional information:the cause of the peritonitis reported to be due to a use error/break in aseptic technique by the patient. On an unreported date, in the same month as onset, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). One month (30 days) after the date of peritonitis onset, the patient was recovered and the treatment with antibiotics was discontinued. It was not reported if the patient was retrained on proper aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.